Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the outer spring of the instrument was bent and no release sleeve. This occurred during the implant procedure

Event description:
It was reported that the outer spring of the instrument was bent and no release sleeve. This occurred during the implant procedure.

Manufacturer narrative:
(B)(4). The complaint is unconfirmed. The product is conforming to the design specifications. The locking cap has not been returned. The locking cap holds the spring in the position and is essential for the function of the instrument. It is impossible to determine if the instrument was used without or with locking cap from the information provided in the complaint. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.